Manufacturer narrative:
(B)(4). Returned product consisted of a vessix guide sheath. The distal tip was buckled. There was some braiding exposed near the buckled tip. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed 6-mar-2015. It was reported that the sheath buckled. The tip of a vessix guide sheath 7f, 45cm buckled because the dilator slipped back and did not support the tip when the sheath was advanced. The case was successfully completed without harm to the patient. However, returned device analysis revealed exposed braiding.